Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that a remote monitoring transmission indicated that an alert had been triggered for high svc coil and high rv coil impedance on the right ventricular leads. Reprogramming was performed to turn the svc coil off. After this occurred, the rv coil was noted to be normal. A revision procedure is scheduled. No patient complications have been reported as a result of this event.